Event description:
The customer reported to beckman coulter (bec) stating that less than 5 cubic centimeters (cc) of clenz had leaked from the stripper wash collar of the unicel dxh 800 coulter cellular analysis system. The customer also stated that the latron was also failing following shutdown. The leak was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and face protection at the time of the occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated in connection to this event.

Manufacturer narrative:
The customer indicated that the modification associated with the corrective action (z-3125-2011) was performed on (B)(6) 2012. A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse confirmed the leak and found that the problem was related to the probe wash collar leaking during the probe rinse cycle. The fse performed probe wash collar alignment resolving the leak and latron failures reported by the customer. The fse also stated that dust and debris had accumulated on the flow cell, as preventative maintenance the fse cleaned the exterior of the flow cell removing the dust and debris. The fse verified instrument performance. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).